Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 32x4.50mm rebel stent was advanced for treatment. However, during inflation, the balloon ruptured before the stent was deployed. No patient complications were reported.